Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Blood glucose reading was 500 mg/dl which was treated with intravenous insulin drip. The customer stated they had gastro paresis. The customer stated that the auto mode feature was not active at the time of incident. Troubleshooting for the customer¿s high blood glucose was declined. The customer¿s current blood glucose reading was 216mg/dl. The insulin pump will not be returned for analysis.